Event description:
(B)(4) is the initial importer of the device. (B)(4) was notified of the incident through a writ of summons. The date of filing was march 31st so the incident happened before march 31st. The enduser claimed that the walker was unstable. She fell and fractured her wrist. We have not received any other information regarding the enduser or the incident including reason enduser requires a walker for mobility. We continue to request more information.